Event description:
It was reported there was a leakage of catheter extension where the clip was placed.

Manufacturer narrative:
A lot history review (lhr) of rexh2115 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.